Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Power graph analysis confirmed power loss alarms at the long trace history file and an abnormal loaded voltage (loaded vlith) at the power graph due to connector resistance at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6 /pcb 1, pump was monitored and functioned properly. No unexpected power loss alarms or replace battery now alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, cracked retainer, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed low battery for second time. Customer inserted new energizer battery right before alarm. The customer¿s blood glucose level was 105 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced. The customer was asked verbally and in written form to return broken insulin pump for analysis.